Event description:
Philips received a complaint on the v60 ventilator indicating an alarm would not reset. It is unknown if the system was in clinical use at the time of the event; there was no reported patient/user harm. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced the speaker assembly to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The speaker was tested on a standard test bed (stb) and the failure was unconfirmed. Pil found that the speaker does emit a distinct audible alarm during induced alarm conditions and the speaker passes all resistance testing of the voice coil and associated wires of the speaker. This speaker was verified to be functional with no error.